Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage onto adhesive on 01-apr-2024. Moreover, the issue occurred with six similar types of infusion sets used for twelve hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6.